Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 200 and 300mg/dl. Reportedly the customer continued to use the pump for insulin therapy.